Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000098003.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that one of the patient's leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2022 where in the lead was repositioned. Postoperatively, the patient has effective therapy. Note: investigation did not determine which lead migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.